Event description:
It was reported this implantable device battery was found to have 9 months of remaining longevity, despite having only been implanted for three years. The device data was provided to boston scientific technical services (ts) and it was confirmed that the device was depleting normally. The programmed high output and pacing percentages, along with low, out-of-range left ventricular (lv) pacing impedance measurements (<200 ohms) contributed to the accelerated, but normal depletion. Continued monitoring was recommended. At this time, the device remains implanted and in-service. No adverse patient effects were reported. The lv lead is not a boston scientific product.